Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es time was off. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was off. A technical support specialist updated the network time protocol (ntp) server from 10.0.0.250 to 10.254.254.27, started the windows time service, and changed its setting from manual to automatic to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.